Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The insulin pump was unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive act button. The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the customer experienced high blood glucose levels while in the hospital for rehabilitation and that the insulin pump experienced a keypad anomaly. No serious injury nor hospitalization related to diabetes was reported. The blood glucose readings ranged between 400 to 500 mg/dl. The customer's spouse stated that the blood glucose reading rose from 149 to 449 mg/dl within a 4 hour time frame. She stated that 3 hours after that, the blood glucose reading was 545 mg/dl. He was taken off of insulin pump therapy and treated with a manual injection. She stated that the customer had been having trouble pressing the buttons, noting that the buttons were stiff. She stated that the act button required several presses to garner a response at times. No significant events leading to the keypad issues were noted. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.